Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.conclusion - failure (event) observed during analysis. Insulation degradation was noted at 20.8cm from the connector pin.